Event description:
Adverse event(s): "inflammation" (inflammation); "corneal edema" (corneal edema); "increased intraocular pressure" (intraocular pressure rise); "poor vision" (vision, impaired). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A nurse reported that an intraocular lens (iol) was exchanged due to pt discomfort and redness. The surgeon reported the pt presented with pain and redness in her eye approx three months following iol implant surgery which the pt stated had been worsening since the time of her surgery. The surgeon reported the pt had unusual pain and uveitis which was treated for a prolonged period of time with medications. Medical records were requested and received. According to the operative report during the procedure, there was some posterior vitreous pressure causing a prolapse of the iris at the incision. An iridotomy was performed, but the iris could not be reduced. A subtotal mechanical vitrectomy was performed removing all vitreous from the anterior chamber from the area of the incision. Miostat was irrigated to constrict the pupil and the pupil became nearly complete, perfectly round. The surgeon reported the iris was still atonic and floppy. Viscoelastic was used to deepen the chamber. A different model iol was placed with the haptic in the posterior chamber and optics in the anterior chamber. There was not enough iris tone to maintain capture of the optic and the iol slipped posteriorly down into the vitreous cavity. This iol was grasped and removed. During manipulation of the iol, one of the haptics was damaged. The iol was removed and replaced with the same model lens. The second iol was sutured to the iris. The incision was then sutured. During f/u with the surgeon's technician, it was reported that following the (iol) exchange procedure, the pt was noted to have poor vision, elevated intraocular pressure (iol), corneal edema, and mild anterior chamber inflammation which was treated with medications. The pt's pre-exchange bcva was 20/60, postoperatively the pt's bcva was light perception. During additional f/u, the technician stated the pt had reported that her vision was like looking through a spider web at a subsequent visit. At the visit on (B)(6)2010, the pt's iop was 5mmhg and visual acuity was 20/40. There was no significant inflammation or corneal edema. The surgeon discontinued the medications for the elevated iop. There are two medical device reports associated with this event. This report is for the lens that remains implanted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been one other complaint reported in the lot number. Additional information was requested on 08/10/2010, 08/13/2010, and 08/18/2010 by phone, fax, and mail. A completed questionnaire was received on 08/13/2010. Medical records were received on 08/10/2010. (B)(4)